Manufacturer narrative:
The device was returned for evaluation. The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, the half way through the procedure and the doctor removed it from the patient. At that time the doctor noticed that the tip was a little longer than usual. He grabbed it and the needle came free from the microtip. There was no injury or harm to the patient caused by the failure.

Manufacturer narrative:
The device has not yet been returned for complaint evaluation. It is scheduled to be returned by the distributor. A supplemental MDR will be filed upon receipt and evaluation of the device.

Event description:
Per the information provided, the half way through the procedure and the doctor removed it from the patient. At that time the doctor noticed that the tip was a little longer than usual. He grabbed it and the needle came free from the microtip. There was no injury or harm to the patient caused by the failure.